Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the issue related to the loose knob was a design issue, which has been escalated to a CAPA. The issue related to the trigger parts not moving smoothly was due to normal wear. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during in-house engineering evaluation, it was determined that the knob of the battery oscillator device was loose. It was determined that the swing fork was worn, and the mode switch resistance was too low. It was observed that the saw head also could not be rotated or locked in the new position, and the moving parts of the trigger was not able to move smoothly. It was further observed that a few components were damaged, and the sliding sleeve was also damaged and jammed. It was further determined that the device failed pretest for general condition, check saw blade coupling, check saw head ratchet, trigger test and mode switch¿test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.